Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15332. It was reported the patient experienced heating at the ipg site while charging her battery. The patient was issued a replacement charging system. Follow-up identified the patient's issue was resolved with the use of the replacement charging system.